Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this device was explanted after approximately three (3) months due to unknown reasons. This was replaced with a 33mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this bioprosthetic mitral heart valve was explanted after three (3) months due to severe perivalvular regurgitation. Upon visualization, the valve was found to have disruption from 9-3 but there was no obvious reason for the disruption as there was no evidence of endocarditis. This was excised and a 33mm pericardial valve was implanted. Weaning the patient from bypass was difficult; therefore, the patient had an intraaortic balloon pump placed with a significant amount of inotropic support. The patient continued to improve and was transferred from the operating room in extremely critical condition.